Event description:
It was reported that sensing anomalies were observed during a follow-up examination. A few days later, the patient was taken to the hospital and a lead fracture or dislocation was suspected.

Manufacturer narrative:
No medwatch form was received.